Event description:
Per report, during a transfemoral tavr procedure, the sapien 26mm valve aortic valve final position was placed too aortic (70/30) with 2-3+ posterior perivalvular leak (pvl). Post dilation of the valve was performed by the physician with additional volume added to the balloon. The echocardiogram revealed trivial pvl and 2-3+ aortic insufficiency (ai). A second sapien 26mm valve was deployed within the first one with good result. Right femoral access gained via cutdown in the usual sterile fashion without difficulty. A 12 fr sheath was advanced without difficulty. The aortic valve was crossed with a straight wire without difficulty. A balloon aortic valvuloplasty (bav) was performed with a 24x50mm non-edwards device with a contrast injection with a good result, revealing zero leak around the balloon. It was determined by the physicians to proceed forward with a 26mm sapien valve implant. A 24fr sheath was advanced without difficulty. An extra stiff wire was exchanged out within the lv over a multipurpose catheter. The delivery system was then advanced with some difficulty across the aortic annulus. The delivery system balloon was filled with .75 cc's of contrast solution and the aortic valve was crossed, the 26mm sapien valve was deployed ending up 70/30 within the annulus. Post deployment tee revealed 2-3+ posterior pvl. An additional 1cc was added to the delivery system by the physician. Post deployment inflation revealed trivial posterior pvl, but 2-3+ ai per tee. It was determined by the physicians to deploy a second valve within the first valve for the 2-3+ ai. A second 26mm system with a 26 mm sapien valve was prepped. The second 26mm sapien valve was deployed 50/50 within the aortic annulus. Post deployment echocardiogram revealed trivial posterior pvl and trivial ai. The arterial cutdown was closed in the usual sterile fashion. Post procedure peripheral angiogram revealed brisk flow down the left and right ilio/femoral arteries.

Manufacturer narrative:
Additional information provided by the edwards field clinical specialist: the patient has a moderate septal bulge; the aortic annulus had severe calcification and the ef is 40%. The imaging intensifier and the coaxial alignment of the valve and delivery system with the aortic annulus prior balloon inflation angle was reported as good. The valve was positioned 50:50, and then migrated during deployment ending in a 70:30 position. The balloon inflation and the patient's ventilation were held during deployment as recommended. The pacing capture was not lost during deployment. The perceived cause of the valve malposition was due to the annular calcification. Per the device instructions for use (IFU), valve deployment in unintended location, paravalvular or transvalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. In this particular case, the cause of the reported valve malposition and non-functioning leaflet with central aortic insufficiency (cai) cannot be cannot be confirmed /assessed as images of the procedure were not made available to edwards for review. Fluoro and tee images of the procedure were requested by the edwards representative, but were not available. Specifically, without imaging, patient factors (i.e. Annular diameter, valve calcification, stj calcification, presence of septal hypertrophy), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be assessed; however, per report the cause of the valve malposition post deployment was a combination of procedural factors and patient factors (moderate ventricular septal bulge, severe annular calcification).there was no report of device malfunction. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.